Event description:
It was reported that the right ventricular (rv) lead experienced intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; 18 5076 implantable pacing lead implanted: (b)(6 2010. (B)(4). Evaluation summary: the actual lead was not received for analysis, but we did receive performance data and have analyzed it. Three non-sustained tachycardia episodes of <(><<)> 220 msec v-v cycle are observed on (B)(6) 2013.